Event description:
It was reported that in (B)(6) 2008, the patient received a metasul large diameter head, durom us acetabular component, head adapter and an alloclassic stem. Due to pain, the patient underwent revision surgery on (B)(6) 2013. All implants were explanted and replaced apart from the alloclassic stem.

Manufacturer narrative:
The manufacturer did not receive the affected devices, x-rays, or other source documents for review. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. The need for further corrective measures is not indicated at this time. (B)(4).